Event description:
The user experienced a reoccurring leak from inside the integra that began in 2009. The leak was contained inside the analyzer until four days later, when the water leaked out of the analyzer and onto the floor in front of the analyzer. No operators were harmed and no pt samples were affected.

Manufacturer narrative:
The field service rep determined the float switch assembly was intermittently stuck. He cleaned the float switch assembly, checked the pressure, and ran diagnostic tests. To verify the analyzer operation, he ran controls which were within specification.